Event description:
It was reported that the customer was hospitalized because of a stroke. It is believed that the stroke was the result of the customer's diabetes and fluctuating blood glucose levels. The customer's nurse stated that the buttons on the insulin pump were difficult to press. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.